Manufacturer narrative:
Unit passed the displacement test. Sleep current measurement and active current measurement within specifications. The power management tool confirmed failed battery test alarm was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. Unit received with fading serial number label. (B)(4).

Event description:
Information received by medtronic indicated that the retainer ring was missing. Customer reported that the reservoir was able to locking in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.